Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) shut down while on a patient. The customer did not have a clear recollection if the iabp was plugged in or not. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) reported that their biomed stated that battery 2 was drained but that battery 1 still had a mostly full charge when he was called about the iabp shutdown issue. The getinge fse evaluated the iabp and was unable to reproduce the reported issue. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) shut down while on a patient. The customer did not have a clear recollection if the iabp was plugged in or not. No patient harm, serious injury or adverse event was reported.